Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: evidence of a load step malfunction was found in the black box with a no cartridge detected alarm on 04/03/2015. The pump performed the ¿ez-prime¿ steps correctly. The pump lost prime during the 24 hour duration test. The pump¿s cover was removed and an intermittent condition was found to the force sensor wire due to a cracked trace near the pin. Unrelated to the prime issue, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.